Manufacturer narrative:
See h11 for correction details. Manufacturer¿s reference number: (B)(4) on (B)(6) 2021, it was noticed the following information was incorrect in the previous report: the impacted product was specified as an unknown mentor device. The device was identified as an unspecified mentor gel device. B1. Brand name and b4 catalog fields have been updated.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. (B)(4). Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a breast augmentation revision with unspecified mentor breast implants and suffered several unexplained systemic symptoms, including weight gain, hypothyroidism, allergies, and general health decline. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the first of two devices. Since the device is unknown, it will be defaulted to a gel device . Common device name and procode for reporting purposes only. If additional information is received, a supplemental report will be submitted.